Event description:
It was reported following a da vinci-assisted surgical procedure, the tenaculum forceps instrument had a broken wire. The procedure was completed with no reported patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to have a broken pitch cable at the proximal clevis hole. The broken cable segment that contains the crimp was missing one from inside the clevis. The cable was fully broken. The complaint was confirmed by failure analysis.